Event description:
It was reported that, patient has hip pain. Add¿l info reported in user facility. Medwatch # (B)(4) received (B)(6) 2012: it was reported that, pt has hip pain. It was further reported that a (B)(6) female to have lthr revised (B)(6) 2012, for metal reaction s/p bthr (B)(6) 2010, for oa (stryker rejuvenate implants). Right hip will also be revised (also rejuvenate modular metal components). After 3-month recovery. Pt complained to surgeon of pain and fevers in (B)(6) 2011; was to follow up with internist for fever. Returned (B)(6) 2012, to surgeon still with pain: fevers resolved. (B)(6) 2012, serum cobalt elevated at 22.b ug/l (wnl >1.0). (B)(6) 2012 MRI: dehiscence of lateral attachment of posterior capsular repair bilaterally; on right hip results in extensive debris in greater trochanteric bursa. Also on right are low signal intensity deposits, strongly suspicious for metallic deposition in surrounding soft tissue envelope. On left synovial reaction bulky and intermediate signal intensity without gross metallic deposits, but more typical of adverse tissue reaction than infection. Reactive adenopathy seen on left. Left hip us guided joint aspiration of (B)(6) 2012 revealed thick cream color fluid that showed no growth after 10 days. (B)(6) 2012 left hip soft tissue biopsy result is as below. The revision on (B)(6) 2012 noted large amt. White non-infected appearing fluid at joint (culture result below). (B)(6) 2012 pathology (left hip hardware) result is as below. Pt was discharged on (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Should device or add¿l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01138. (B)(4). Add'l info from user facility report: (B)(6) 2012, brand name: rejuvenate, common device name: modular neck. (B)(6).